Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4). Is submitting the report on behalf of berlin heart gmbh(manufacturer). During initial visual examination of the returned blood pump, an air cushion was detected between the membrane layers. For further investigation, the pump was submitted for an external CT examination. A large air cushion was detected between the middle and blood side layers and a leak was detected in the middle layer. A few small particles could be seen between the membrane layers. The pump was then disassembled for further testing and the membrane layers were individually tested. A leak was detected in the middle layer and one in the air-side layer, both located at the edge region. Furthermore, graphite agglomerates were detected between the membrane interstices.the blood-side layer was found to be intact. At the time of investigation, the thickness of the individual layers at all the fixed locations and also at the region of the leaks was re-measured and found to be within specification. The cause of the defect was most likely the graphite particles that formed due to an abrasion between the layers. This caused increased friction at points, which finally led to the defect in the air-side and middle layers of the triple-layer membrane. As a result of this defect, air got in and formed an air cushion in the membrane interstices, causing the reduced pump performance (incomplete filling and emptying).

Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). The excor blood pump, s/n (B)(4), was in use by the patient from (B)(6) 2018 until (B)(6) 2019 ((B)(6) days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. Initial inspection is indicative of a suspected air-side layer defect. Investigation of the affected blood pump is currently ongoing and a detailed report will be submitted upon completion of the analysis.

Event description:
Berlin heart was informed by our (B)(4) distributor that the excor blood pump of a patient supported in the lvad configuration was no longer completely emptying. The clinic provided berlin heart with a video of the blood pump at the time of the incident. Trained personnel at the clinic exchanged the affected blood pump without incidence. The patient is doing well and was successfully transplanted on (B)(6) 2019.